Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection and microscope inspection. The strain relief/luer was found to be separated & the flush port was not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer was separated. The catheter was put under microscopy to observe the adhesive between the parts better. With the help of a uv light, the separation of the strain relief/luer could be seen. The reported clinical observations were confirmed by the analysis results, though the separated strain relief/luer was not part of those clinical observations.

Event description:
It was reported that the catheter could not be flushed. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter could not be flushed through the flushing lumen. The catheter was replaced and the procedure were completed. No patient complications were reported. The catheter was returned for analysis, and it was found that the strain relief/luer had separated from the catheter handle.